Event description:
During the investigation of a separate complaint, it was discovered that a sample of a catheter with a swg stuck inside of it, was also returned. The customer was questioned about the sample. The catheter was inserted in gsicu2.

Manufacturer narrative:
(B)(4).